Event description:
Reportedly, during the follow up performed on (B)(4) 2013 no anomaly was observed (impedances norma,l atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months). During the interrogation performed on (B)(4) 2014, the following message was displayed: ¿ the device is in standby mode, reinitialization?¿ but the reinitialization was not possible. Then the message of ¿loss of telemetry¿ was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during the follow up performed on january 8th, 2013 no anomaly was observed (impedances norma,l atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months).during the interrogation performed on january, 24th, 2014, the following message was displayed: ¿ the device is in standby mode, reinitialization?¿ but the reinitialization was not possible. Then the message of ¿loss of telemetry¿ was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returne for analysis.

Event description:
Reportedly, during the follow up performed on (B)(6) 2013 no anomaly was observed (impedances norma,l atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months).during the interrogation performed on (B)(6) 2014, the following message was displayed: "the device is in standby mode, reinitialization?" But the reinitialization was not possible. Then the message of "loss of telemetry" was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during the follow up performed on (B)(6) 2013 no anomaly was observed (impedances normal, atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months). During the interrogation performed on (B)(6) 2014, the following message was displayed: "the device is in standby mode, reinitialization?" But the reinitialization was not possible. Then the message of "loss of telemetry" was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during the follow up performed on (B)(6) 2013 no anomaly was observed (impedances norma,l atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months). During the interrogation performed on (B)(6) 2014, the following message was displayed: ¿ the device is in standby mode, reinitialization?¿ but the reinitialization was not possible. Then the message of ¿loss of telemetry¿ was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during the follow up performed on (B)(6) 2013, no anomaly was observed (impedances norma,l atrial threshold at 1.5v, ventricular threshold at 1.25 v, residual longevity 17 months). During the interrogation performed on (B)(6) 2014, the following message was displayed: ¿ the device is in standby mode, reinitialization?¿ but the reinitialization was not possible. Then the message of ¿loss of telemetry¿ was displayed and nothing appeared in the programmer screen. It was tried with another programmer with the same result. An ECG was tried with the magnet where some beats were paced but some others not. Unfortunately no files were saved in the programmers. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).